Manufacturer narrative:
The customer¿s experience of a communication error that stopped the infusions and the pumps shutting down was partially confirmed. A software error did occur with ¿communication error¿ scrolling on the attached modules; however, the devices do not shut down and instead continue to infuse. Log analysis results: the pcu event log shows the system error was triggered when the user started the infusion immediately following a flo stop open event at 7:59 pm on 11 november 2020. The pcu error log shows a pcu15 general os failure (error code 800.8000.0) occurred at 10:58 pm on 11 november 2020 when the infusion completed and was to transition to the kvo rate. The root cause of the customer¿s experience of a communication error that stopped the infusions and the pumps shutting down was identified as due to a software issue. Device history review: review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 06 march 2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 08 december 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Although requested, no patient demographics were provided. No device received-log review only

Event description:
It was reported that there was a "communication error" and infusions that stopped during patient use. There were 4 lvps attached to the pcu at the time of the event. Channel "a" (s/n (B)(4) was infusing fentanyl (2500mcg/250ml) at it's ordered rate of 2.5ml/hr with an ordered dose of 25mcg/hr and total volume to be infused (vtbi) of 250ml. Channel "b" (s/n (B)(4) was infusing norepinephrine (16mg/250ml) at it's ordered rate of 21ml/hr with an ordered dose of 0.35 mcg/kg/min and a vtbi of 250ml. Channel "c" (s/n (B)(4)) was infusing propofol (500mg/50ml or 1000mcg/ml) at it's ordered rate of 7.68ml/hr with an ordered dose of 20mcg/kg/min and vtbi of 50ml. Channel "d" (s/n (B)(4)) was infusing thiamine at an ordered rate of 41.7ml/hr with a vtbi of 800ml. Channel "d" was programmed as a basic infusion. There was no report of patient harm. Although there was a delay in treatment while a new pump set up was initiated; confirmation was received that the delay did not significantly impact the patient's care. As a result of the incident, no medical or surgical intervention was required. Although requested, no additional patient information has been provided.

Event description:
It was reported that there was a "communication error" and infusions that stopped during patient use. There were 4 lvps attached to the pcu at the time of the event. Channel "a" (s/n (B)(6) ) was infusing fentanyl (2500mcg/250ml) at it's ordered rate of 2.5ml/hr with an ordered dose of 25mcg/hr and total volume to be infused (vtbi) of 250ml. Channel "b" (s/n (B)(6) ) was infusing norepinephrine (16mg/250ml) at it's ordered rate of 21ml/hr with an ordered dose of 0.35 mcg/kg/min and a vtbi of 250ml. Channel "c" (s/n 14031330) was infusing propofol (500mg/50ml or 1000mcg/ml) at it's ordered rate of 7.68ml/hr with an ordered dose of 20mcg/kg/min and vtbi of 50ml. Channel "d" (s/n (B)(6)) was infusing thiamine at an ordered rate of 41.7ml/hr with a vtbi of 800ml. Channel "d" was programmed as a basic infusion. There was no report of patient harm. Although there was a delay in treatment while a new pump set up was initiated; confirmation was received that the delay did not significantly impact the patient's care. As a result of the incident, no medical or surgical intervention was required. Although requested, no additional patient information has been provided.

Manufacturer narrative:
Additional information: a4, h6 (method, conclusion codes). Investigation conclusion: the customer¿s experience of a communication error that stopped the infusions and the pumps shutting down was partially confirmed. A software error did occur with ¿communication error¿ scrolling on the attached modules; however, the devices do not shut down and instead continue to infuse. The pcu event log shows the system error was triggered when the user started the infusion immediately following a flo stop open event at 7:59 pm on (B)(6) 2020. The pcu error log shows a pcu15 general os failure (error code 800.8000.0) occurred at 10:58 pm on (B)(6) 2020 when the infusion completed and was to transition to the kvo rate. When the malfunction is triggered, the system error occurs when any state change is made to the pump, generating the system error code 255-16-275 on the pcu display accompanied by the watchdog audio alarm and blinking red arrow. The error code 800.8000 is logged in the pcu error log. Any infusions in progress continue but cannot be edited and communication error scrolls on all attached modules and error code 800.8000.0 general os failure is recorded in the pcu error log. Device inspection: n/a, only the device logs and customer dataset were received for investigation. Root cause analysis: the root cause of the customer¿s experience of a communication error that stopped the infusions and the pumps shutting down was identified as due to a software issue. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 06mar2014. A review of the device service history record was performed beginning from the date of manufacture to the present date 08dec2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.